Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy fluid management device kept resetting itself. The screen was unresponsive and not working. This was discovered during use with no impact to the patient.

Manufacturer narrative:
See attached for supplier evaluation.